Manufacturer narrative:
The original aware date of this event was (B)(6) 2018 and not (B)(6) 2018. The returned valve was received within the product tray. All performance levels could be set with a single attempt, and the valve did not spontaneously change levels during the course of analysis. Therefore the conditions of this complaint could not be verified by laboratory personnel. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the valve could no be programmed prior to starting a case. The customer tried to get the valve programmed but said it would not program. There was no patient impact since the patient was not in the room yet. A backup valve was used, which they were able to program. There was no delay in the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.